Event description:
During follow-up, post-paced t-wave oversensing was noted. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.